Event description:
The patient had a fractured distal fibula. The surgeon drilled with a 2.6mm drill and then used a tap. Surgeon was putting a 4.0 x 50mm canceleous screw through the variax distal fibula plate for syndesmosis. Once the doctor was tightening down the screw to the plate by hand, the head of the screw broke off. The surgeon removed the broken screw through the medial side of the tibia.

Manufacturer narrative:
Device was retained by the hospital. If additional information is received it will be reported on a supplemental report. Hospital retained.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke during surgery could not be confirmed, since the device was not returned for evaluation. Based on the event description the 4.0mm cancellous screw was used in combination with a variax distal fibula plate. Please pay attention to the op-tech variax fibula locking plate system (literature number: 9007815 rev 2): ¿full-range of 3.5mm locking and non-locking screws offers intra-operative solutions to cover a broad range of clinical situations. Screw options 3.5mm locking, 3.5mm non-locking the fibula plate only accepts 3.5mm screws¿ [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The current state of information reveals that the root cause of the reported event was user related. If any further information is provided, the investigation report will be updated.

Event description:
The patient had a fractured distal fibula. The surgeon drilled with a 2.6mm drill and then used a tap. Surgeon was putting a 4.0 x 50mm cancellous screw through the variax distal fibula plate for syndesmosis. Once the doctor was tightening down the screw to the plate by hand, the head of the screw broke off. The surgeon removed the broken screw through the medial side of the tibia.